Event description:
Same case as: MDR ID 2134265-2012-07782. It was reported that during a rotational atherectomy treatment procedure, a guide wire tip separation occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal to mid left anterior descending (lad) artery. Following the third run of ablation at a speed of up to 210,000rpm, the physician attempted to withdraw the 1.50mm rotablator rotalink plus burr, however, he did not activate the dynaglide mode. Later, it was observed that a 1.3mm radiopaque section of the guide wire had separated at the distal end in the lad. The fragmented piece was left in the patient and the procedure was completed with this device. No further patient complications were reported and the patient status is good.

Event description:
It was further reported that four runs of ablation were performed on the progressive target lesion for 13secs, 12secs, 10secs and 7secs each. No attempts were made to retrieve the guide wire fragment. The physician dilated the lesion with a nc quantum balloon catheter and deployed promus element 3.0x28mm and promus element 2.5x38mm and performed ivus after the stenting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).